Event description:
The customer reported that the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
The customer canceled the service call. No further information is available.